Event description:
It was reported that the programmer "will not function." The caller ran the software fix which did not fix the problem. The programmer is being sent in for repair. No patient involvement was reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.